Event description:
It was reported that unspecified bd¿ IV tubing leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown.   It was reported that the day shift rn noted chemo bag leaking onto the floor.   Verbatim: methotrexate started by night shift, during shift change, day shift rn noted chemo bag leaking (about a dime size puddle noted on the floor). No spills on patient and bed. Chemo stopped. Patient assessed. Primary rn notified the primary physician and pharmacy. A new bag was re-started at 0903.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV tubing leaked. The following information was provided by the initial reporter: material no: unknown batch no: unknown   it was reported that the day shift rn noted chemo bag leaking onto the floor.   Verbatim: methotrexate started by night shift, during shift change, day shift rn noted chemo bag leaking (about a dime size puddle noted on the floor). No spills on patient and bed. Chemo stopped. Patient assessed. Primary rn notified the primary physician and pharmacy. A new bag was re-started at 0903.